Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "osteotome blade piece broke off in pt's bone. Second osteotome deformed with use."